Event description:
Info received indicates reoperation was performed for supravalvular bifurcation stenosis involving the distal suture line of the device. Hcp indicated that approx one third of the device was left in situ. The surgeon stated the replacement was anticipated and was not device-related. The device was replaced with no additional consequence to the patient.